Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the preparation for dialysis, it was observed that the catheter had the broken (cracked) red (arterial) connector. It was also stated it had a leak at the luer adapter. Flushing was done, and cracks were found. There was no instrument used to loosen and tighten the device. The cleaning agent used on the device and to clean the adapters was iodophor. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Tego was not utilized. There was no excessive force used on the device. There were no other products being utilized with the device. The method that was utilized to tighten the adapter was by hand. Aside from the issue, there were other visible defects/damages found on the product at the time of the event. There was no intervention/treatment required as a result of the event. As a remedial action, the catheter was repaired by replacing the luer adapter. The kit was not used. The treatment proceeded and was completed after the remedial action was done. There was no blood loss, and a blood transfusion was not required due to the event. There were no patient symptoms or complications associated with the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the arterial luer adapter. It was reported that there was a crack at the luer adapter. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.